Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in an adult female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy in 2008. Concomitant products included nsaid's since (B)(6) 2015. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual bleeding"), depression ("depression") and flank pain ("constant side area pain"). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and flank pain outcome was unknown. The reporter considered anxiety, depression, device dislocation, flank pain, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that essure device successfully occluded. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. New reporter was added. Essure lot number was added and indication updated. New event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish and constant side area pain were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in an adult female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy in 2008. Concomitant products included nsaid's since (B)(6) 2015. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On 18(B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual bleeding"), depression ("depression") and flank pain ("constant side area pain"). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and flank pain outcome was unknown. The reporter considered anxiety, depression, device dislocation, flank pain, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that essure device successfully occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.